Event description:
Reportable based on device analysis completed on 23feb2022. It was reported that a coil memory occurred. A 20mmx40cm interlock-35 coil was selected for use in internal iliac aneurysm. During the procedure, it was found that the position of the coil was not good. The physician withdrew a part and was about to re-deploy but the coil could not be pushed forward, and the coil detached after withdrawing into the catheter. The physician withdrew the coil and the catheter and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed interlocking arm detachment.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil and a non-bsci device were returned for this complaint. Delivery wire and introducer sheath did not return. The main coil was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.